Manufacturer narrative:
Concomitant medical products: mdt-lead, implanted (B)(6) 1992. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.